Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the admit discharge transfer (adt) messaging was reported as the issue. A technical support specialist (tss) confirmed that the customer was on the carefusion coordination engine (cce) server and requested guidance on required validations since access was limited; based on the station error message, the tss advised that the patient/order was not crossing may indicate a stalled service requiring a restart, but the customer reported the services stopped and would not restart, so customer rebooted the server, after which the issue was resolved and all messages crossed successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, admit discharge transfer (adt) messaging was reported as issue and shown patient information delayed or down.there were no adverse events or injuries reported based on this event.